Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported issue. No root cause could be identified. The device passed all testing.

Event description:
It was reported that the ventilator's touchscreen was frozen and would not respond to input. There was no patient involvement.